Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device remains in service. No additional adverse patient effects were reported.